Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was not suitable for aaa repair since right common iliac artery developed a slight aneurysm and had circumferential thrombus. The procedure was performed as prescribed. Final angiography revealed a distal type I endoleak from the ipsilateral iliac leg graft. Ballooning was performed to secure the stent graft, however, it was not resolved. Then the additional iliac leg graft was extended into external iliac artery. The distal type I endoleak was resolved, but right internal iliac artery was occluded. (1820334-2010-00562). Unk type endoleak (a proximal type I or a type ii endoleak) was remained. (1820334-2010-00563). The physician decided to take follow up observation. The pt is fine.

Manufacturer narrative:
(B)(4). No product or images were provided to assist in this investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the need of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines, the importance of an accurate deployment. Without additional information or imaging we are unable to comment on the pt's suitability for evar or the suspected endoleak. At this time, there is no indication that a design or process induced failure of the device resulted in the unk endoleak. As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provide further treatment if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We wil notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with the inclusion of the event. Risk mitigation is not required at this time.